Event description:
Additional information was received. It was reported that the perc pin was placed in the patient and then the reference frame would not fit on the 100 mm perc pins.

Manufacturer narrative:
Patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The perc ref frame was returned with a perc pin stuck in the base. Was not able to separate to two parts. The perc pin diameter measures within specification. The ref frame diameter must be undersized. Not able to confirm the issue, however, a mechanical failure was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 100mm percutaneous pin got stuck on the reference frame. The diameter of the perc pin was too large for the frame. The site opened another perc pin which had the same issue. The 150mm perc pin was able to be used - the site proceeded with the case. There was a delay of less than one hour. There was no impact on the patient's outcome.